Event description:
Related manufacturer reference number: 2017865-2022-00079. It was reported that the patient presented in clinic for a generator change procedure with complaints of discomfort due to diaphragm stimulation. Prior to the procedure, interrogation revealed that the left ventricular lead exhibited diaphragmatic stimulation. Additionally, the right ventricular lead was under recall. The left ventricular lead and right ventricular lead were capped and replaced on (B)(6) 2021. The patient was stable.